Manufacturer narrative:
The customer reported problem was confirmed. Infusion products global customer support operations. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was returned for servicing which correlates to the customer reported issue. A trackwise complaint history review was completed, and it was confirmed that there were additional complaints received with similar sn (B)(4) for the same or related failure mode. The customer stated that there was no patient involvement.

Event description:
(B)(4). The lvp bezel post recall completed. Broken sear and iui connectors for the ie wear, replaced them new parts. (B)(4). Also found bad component u4 of display board, replaced it a new u4 on display board. The keypad buttons worked intermittent, replaced it a new door with keypad. (B)(4).